Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Nurse reported via our sales rep, that during the surgery the distal drilling with these target devices failed to function several times. She mentioned that it was not possible to meet the drill holes. According her info the surgery was completed successfully without impairing the pt or prolonging the surgery.